Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) in the ed department shut down during a power outage and would not launch the cns application when trying to power it back on. The bme tried swapping the hdds, but the issue persisted. Technical support (ts) had the bme remove the ethernet cable and power it on to see if the cns displayed a "monitor network error" message to force the cns application to open manually, but the cns froze. They also tried to boot the cns with each drive separately, but that did not resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) in the ed department shut down during a power outage and would not launch the cns application when trying to power it back on. The bme tried swapping the hdds, but the issue persisted. Technical support (ts) had the bme remove the ethernet cable and power it on to see if the cns displayed a "monitor network error" message to force the cns application to open manually, but the cns froze. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) in the ed department shut down during a power outage and would not launch the cns application when trying to power it back on. The bme tried swapping the hdds, but the issue persisted. No patient harm was reported. Investigation summary: technical support (ts) had the bme remove the ethernet cable and power it on to see if the cns displayed a "monitor network error" message to force the cns application to open manually, but the cns froze. They also tried to boot the cns with each drive separately, but that did not resolve the issue. The customer did not respond to follow up attempts. The root cause cannot be determined. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, the root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints for the reported device. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) in the ed department shut down during a power outage and would not launch the cns application when trying to power it back on. The bme tried swapping the hdds, but the issue persisted. Technical support (ts) had the bme remove the ethernet cable and power it on to see if the cns displayed a "monitor network error" message to force the cns application to open manually, but the cns froze. No patient harm was reported.